Event description:
It was reported that four days after implant, the implantable cardiac monitor recorded false asystole, possible due to the electrodes losing contact with the skin during the incision healing. The device remains in use. No patient complications have been reported as a result of this event. The patient is part of the monitoring in (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).